Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a follow-up study about passive mobilization with place-and-hold versus active mobilization therapy aft ER flexor tendon repair of 47 patients with flexor tendon injury repairs from 2013 to 2017 was completed at least five years postoperatively to measure long-term outcomes. Ti-cron and competitor sutures were used when repairing the flexor tendon. Postoperative com plications included tendon ruptures and tenolysis. No interventions were mentioned. Passive mobilization with place-and-hold versus active mobilization therapy after flexor tendon repair: 5-year minimum follow-up of a randomized controlled trial sara chevalley md msc, victoria wängberg md, martina åhlén md phd, joakim strömberg md phd, anders björkman md phd journal of hand surgery, volume 49, issue 12, 1165 - 1172, 1. Https://doi.org/10.1016/j.jhsa.2024.08.011.